Event description:
Additional information received reported when the health care provider (hcp) interrogated the pump due to the critical alarm and discovered the unrecovered motor stall, the patient was immediately admitted to the hospital and the pump was reported was replaced.rotor and dye studies were performed with results showing the motor stall and that the catheter was ¿ok¿. It was also confirmed thepatient recovered without sequela.

Event description:
It was reported that a motor stall had been confirmed. The patient heard the pump alarm ¿around 8:20¿ saturday morning and the pump was subsequently replaced. The drugs being infused were dilaudid and an unknown drug. It was later reported related to the motor stall, ¿tried to recover¿ but was unsuccessful. The patient was receiving effective therapy. The second unknown drug was clonidine.

Manufacturer narrative:
The previously reported date received for the supplemental report filed is being updated/corrected to 2013-08-05.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the pump found gear train anomalies with the motor. A stall due to shaft-bearing was found along with corrosion and/or wear and/or lubrication. It was reported the pump was received with a hard motor stall that never recovered. Significant residue and shaft wear were seen on the upper shaft of gear 2. Some residue was also found on the jewel where the upper shaft of gear 2 inserted into the top bridge assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.